Event description:
Philips received a complaint on the defibrillator indicating that the device failed to deliver treatment, resulting in the device being disabled and unable to function properly. This affected clinical use and delayed the resuscitation of a cardiac arrest. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Reporting institution name:(B)(6) hospital.